Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure foreign material was encountered. Vascular access was obtained via vein side of the internal shunt. The 90% stenosed target lesion was located in the moderately tortuous shunt vessel. A 6x36x75 wallstent iliac unistep stent delivery system (sds) was advanced. The stent was successfully implanted and apposed to the vessel wall. During removal of a 6f introducer sheath it was noted that a transparent plastic material was attached to the distal part of the sds shaft. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed that the stent was fully deployed, the outer sheath was fully retracted. A kink was noted on the outer sheath at approximately 231mm distal to the t-bar connector, the kink is consistent with the end of the stainless steel shaft. Examination of the inner shaft found no anomalies, the stent cup and holder are intact. It can be determined that the transparent plastic or vinyl that was reported to be on the inner shaft of the device was most probably the stent cup. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. A root cause could not be confirmed as there was no evidence of the alleged device issue or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure foreign material was encountered. Vascular access was obtained via vein side of the internal shunt. The 90% stenosed target lesion was located in the moderately tortuous shunt vessel. A 6x36x75 wallstent iliac unistep stent delivery system (sds) was advanced. The stent was successfully implanted and apposed to the vessel wall. During removal of a 6f introducer sheath it was noted that a transparent plastic material was attached to the distal part of the sds shaft. The procedure was completed with this device. No patient complications were reported and the patient's status is good.